Event description:
The biomed technician called baxter technical service on 12/29/09 and reported an infusor pump that is not infusing during patient use. On 1/13/10 the biomed technician reported the infusor pump started infusing for a short period of time and then stopped infusing. The drug being used and the time of infusion is unknown. The pump was exchanged so therapy could continue this was found during patient use, with no patient injury reported or medical intervention needed. No additional information is available.

Manufacturer narrative:
(B) (4)device has been received for evaluation. A follow-up medwatch will be submitted when the evaluation has been performed.

Manufacturer narrative:
(B) (4) device was received for evaluation. The customers reported issue of pump not infusing was not confirmed. The pump passed all functional and quality testing.

Event description:
Reporter alleged the customer obtained the results of 187 mg/dl, 363 mg/dl and 170 mg/dl back to back within 10 minutes on the advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.